Manufacturer narrative:
Product complaint (B)(4). Investigation summary the instrument associated with this report was not returned, but a photo was provided confirming the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
C-stem cathcart / pinnacle , (B)(6) hospital, (B)(6) 2018. The products are noted to be worn/ scratched/ not meeting cssd standards. Reported and sent back by hospital. No adverse event to patient. No delay in surgery.